Event description:
It was reported that the patient received an inappropriate shock and anti-tachycardia pacing (atp), due to atrial fibrillation (af). The field representative was going to discuss reprogramming the rate cut-off, with the physician. Additional information indicated that an inappropriate shock and atp occurred five months later, due to supraventricular tachycardia (svt). No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.